Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteosynthesis surgery for femoral neck fractures. During the surgery, the surgeon had difficulties in placing the angled guide on the bone surface. It could not be placed in a stable state when he tried to insert a guide wire. The surgery was successfully completed with a thirty (30) minute delay. No further information is available. Concomitant device reported: unknown guidewire (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 130 degree angled guide for 3.2mm guide wires. This is report 1 of 1 for (B)(4).